Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found no evidence that would result in an over-delivery of insulin; a root cause for the reported event could not be determined. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient was brought to the emergency room with hypoglycemia. The patient stated that she had a small breakfast of fruit and did not bolus as she had a good blood glucose level and was going to meet her friends for lunch. The patient then explained that as she was walking to the restaurant she began to feel faint which prompted the attention of a bystander. The patient states that she must have passed out, because when she came to she was surrounded by police, firemen and paramedics. Blood glucose levels were 34 mg/dl. At this time. She was given sugar packets, a glucose IV and transported to the ER. There was no information on how she was treated at the ER. The patient's blood glucose, carbohydrate, and insulin history are as follows: patient didn't bolus at breakfast, and her bg was 122 mg/dl, her last bolus was the night before, and was 3.5 units at about 8:00 pm.